Event description:
It was reported that the catheter tip had migrated/was dislodged. The spinal segment was pulled out of the intrathecal space. Per the health care provider (hcp), it was subcutaneous. On the day of the report, a partial explant was done as a result and a new spinal segment was placed. No segments were left in the intrathecal space. The hcp changed the concentration to 5mg/ml. A ¿btp¿ of the internal tubing was performed to clear the old concentration out of the internal tubing. The patient¿s status at the time of the report was alive with no injury. The patient was receiving less than 50% therapy relief. The location of the issues was reported to be on the catheter track. Additional information received reported that the catheter issue was identified by planned x-rays. The pump was infusing morphine (unknown). The patient recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).